Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring an (B)(6)-year-old-female patient in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib cycle, and mfc continuity testing without duplicating the reported malfunction. Review of the device log does show that there was an active ECG signal throughout the case. The device was recertified and returned to the customer. It is important to mention the electrode pads used at the time of the reported event were not returned. No trend is associated with reports of this type. Reports of this nature are typically not submitted due to the fact that the device's ability to administer therapy is not impaired.

Event description:
Complainant alleged that while monitoring an (B)(6) year-old-female patient in cardiac arrest, the device's ECG signal was not the rate as expected while performing CPR. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.